Manufacturer narrative:
The manufacturer's service center confirmed the reported problem and replaced the power supply assembly as a repair action. The power supply was not returned to the factory, so further analysis could not be performed. Contact office: (B)(4).

Event description:
The customer reported when the unit was running on ac power the ventilator displayed it was running on battery power. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported when the unit was running on ac power the ventilator displayed it was running on battery power. There was no patient involvement.